Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report a hardware error on (B)(6) 2014. Distributor reset the receiver and it did resolve the issue. Distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).